Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that there was blood backing up in the tubing after inserting the site. The customer's blood glucose was 514 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose manual injection. The customer's mother stated that there was blood at site. The customer's mother stated that the site was not actively bleeding at the time of call. The insulin pump will not be returned for analysis.